Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: one used sample of drain received for evaluation, without trocar. Sample was visually checked and found that part of blood clot on the tubing area of drain. The drain sample was tied on three sides, in two places drain found knotted and in third place tied with thread. Lot number of drain unknown. Performance of drain verified with another reservoir (100 cc) and found satisfactory. External factors like improper handling and improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain sample analysis could not be performed as the lot no. Is unknown. Events reported on: mw# 2210968-2022-07771. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2022 and a drain was used. After, in the ward/ICU, although the reservoir was unlocked and suction was started, only the lower part of the reservoir swelled, and the upper part did not swell. As a result, suction efficiency was poor. Further details are not provided. There were no adverse consequences to the patient. Upon receipt of drain for analysis, it was found to have been clogged and tied in knots at 2 locations and tied with string in 3rd location.